Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a small bowel resection with anastomosis. During subsequent surgery it was discovered that the free end of the small bowel staple line had leakage along the staple line indicative of a failed staple line. It was reported that after use, the patient experienced surgical stapler failure, failure to the stapler device, bowel leakage, defective device, pain, shock, mental anguish, unable to perform normal activities, and death. Post-operative patient treatment included exploratory laparotomy with lysis of adhesions, small bowel resection with primary anastomosis, and diverting loop ileostomy. Information received indicates the patient is deceased. No information was provided regarding the circumstances of expiration.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a small bowel resection with anastomosis. During subsequent surgery it was discovered that the free end of the small bowel staple line had leakage along the staple line indicative of a failed staple line. It was reported that after use, the patient experienced surgical stapler failure, failure to the stapler device, bowel leakage, defective device, pain, shock, mental anguish, unable to perform normal activities, leukocytosis, ascites, serositis, and death. Post-operative patient treatment included exploratory laparotomy with lysis of adhesions, small bowel resection with primary anastomosis, diverting loop ileostomy, and CT scan. Information received indicates the patient is deceased. No information was provided regarding the circumstances of expiration.

Manufacturer narrative:
Additional info: b5 & h6 (patient codes, ime e2402: leukocytosis, serositis) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This event has been found to be a duplicate of a previously reported event documented under rr# 2647580-2021-03382. All additional I nformation pertaining to this event will be communicated under the original regulatory report above. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a small bowel resection with anastomosis. During a subsequent surgery, it was discovered that the free end of the small bowel staple line had leakage along the staple line indicative of a failed staple line. It was reported that after use, the patient experienced surgical stapler failure, failure to the stapler device, bowel leakage, defective device, pain, shock, mental anguish, unable to perform normal activities, leukocytosis, ascites, serositis, loops of distended air and dilated small/large bowel, gaseous distention, ileus, bilateral basilar subsegmental atelectasis, fluid collection at the site of primary anastomosis, pneumoperitoneum, labs abnormal for wbc; h <(>&<)>h, defect at anastomotic site, ulceration, inflammation, necrosis, reactive changes, open wounds, hernia defect, locules of air, abscess, infected fluid collection, pleural effusion, hematomas, pseudomonas, abnormal electrolyte counts, bloody fluid, purulent fluid, hypokalemia, arthrodesis status, anemia, major depressive disorder, anxiety disorder, generalized muscle weakness, abnormalities of gait <(>&<)> mobility, leaking ileostomy bag causing blistering red rash, afraid to drink anything, dehydrated with orange urine, unable to ambulate by self, uncomfortable, adhesions, ambulating with rolling walker, enterostomy complications, hypomagnesemia, <(>&<)> death. Post-operative patient treatment included exploratory laparotomy with lysis of adhesions, small bowel resection with primary anastomosis, diverting loop ileostomy, CT scan, x-ray, abscess drainage, rehabilitation center stay, physical therapy, IV antibiotics, PICC line placement, insertion of svc infusion device, studies done, ng tube placement, pain medication, wound care, IV fluids, occupational therapy, colostomy care, pain management, hospitalization, reversal of loop ileostomy with resection and primary anastomosis, wound packed, electrolyte supplementation, taking lovenox for dvt prophylaxis, CPR, <(>&<)> 5 rounds of epinephrine. Information received indicates the patient is deceased due to a pulmonary embolism. The patient¿s history of multiple recent abdominal surgeries with a long hospitalization could be considered as a risk factor for thromboembolism.

Manufacturer narrative:
Additional info: a1, a4, a5a, a5b, b2, b5, b6, b7, d10, g1, h6 (patient codes, device codes, ime e2402: bilateral basilar subsegmental atelectasis, labs abnormal for wbc; h<(>&<)>h, locules of air, leukocytosis, loops of distended air in large/small bowel, gaseous distention, ileus, arthrodesis status), <(>&<)> additional codes regulatory report sent on 20/02/2025 stated this report was a duplicate. However, a review of additional information determined this was not a duplicate. All fields of this report have been updated and corrected to reflect the case as described to us by the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were provided, evaluated. Visual inspection showed the different stages of an opening in what appears to be the stomach of the patient. The instrument or the staple line is not visible. Based on the evidence available the reported conditions could not be confirmed. It was determined that the most likely cause of the reported condition could not be determined from the information available. G1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.